Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. Investigation summary on 12/30/2024 confirmed customer¿s complaint that the device alarms with power off power on replace pump if continues. Review of the event alarm logs shows that the device was alarming with e345 distal pressure sensor 1 failure. Replaced the app pwa and pressure detector sensor. Calibrated mechanism. Mechanism passed calibration. Device passed self-test with no error alarms. Device no longer alarms with e345. Probable cause is contamination on the app pwa and pressure detector sensor. During inspection found that the mechanism chassis rubber bumpers have melted causing contamination on the inside of the mechanism chassis. Verified complaint through visual inspection. Replaced the mechanism. Probable cause is melted rubber bumpers causing contamination. During inspection, found a considerable amount of rust on the I/o and l/s motor assemblies. Verified discrepancies through visual inspection. Replaced the mechanism. Probable cause is contamination. During inspection found the peripheral cover, lcd screen, keypad, and rear enclosure to be damaged. Verified discrepancies through visual inspection. Replaced the peripheral cover, lcd screen, keypad, and rear enclosure. Probable cause is physical damage consistent with normal wear and tear.

Event description:
A complaint was received and investigated with regards to a plum 360 driver new that experienced an thermal/electrical event. The reporter stated that the device had a power on/off error. The event date and the status of the product at the time of event was unknown. There was no patient involvement and no adverse event. From ICU investigation: "during inspection found that the mechanism chassis rubber bumpers have melted causing contamination on the inside of the mechanism chassis."